Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, uterine bleeding, uterine fibroid, uterine enlargement, ovarian cyst, adenomyosis and nabothian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity/claimed nickel or metal allergy - allergic reaction to metals in wedding ring"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), feeling abnormal ("brain fog"), arthralgia ("joint pain"), hypoaesthesia ("numbness"), pain ("body ache"), alopecia ("hair loss"), visual impairment ("poor eyesight"), fatigue ("chronic fatigue"), abdominal tenderness ("tender stomach"), loss of libido ("lack of libido"), menorrhagia ("heavy periods"), headache ("chronic headaches"), tooth disorder ("dental issues") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, allergy to metals, genital haemorrhage, dyspareunia, autoimmune disorder, feeling abnormal, arthralgia, hypoaesthesia, pain, alopecia, visual impairment, fatigue, abdominal tenderness, loss of libido, weight increased, menorrhagia, headache, tooth disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal tenderness, allergy to metals, alopecia, arthralgia, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, hypoaesthesia, loss of libido, menorrhagia, pain, pelvic pain, tooth disorder, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: left ovarian cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal". Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received. Previously reported event medical device removal was deleted and replaced with pain, nickel sensitivity, bleeding, dyspareunia, autoimmune-like symptoms, brain fog, joint pain, numbness, chronic body aches, hair loss, poor eyesight, chronic fatigue, tender stomacharea, lack of libido, weight gain, heavy periods, claimed nickel or metal allergy - allergic reaction to metals in wedding ring, chronic headaches, dental issues, dysmenorrhea. Essure insertion and removal date were added. Patients medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am having hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device removal". Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.